Event description:
It was reported that the holster was sent for repair because the cables have bad contacts, error message at the middle of the procedure. No pt consequence reported. No further info available. The holster will be returned to the international service center.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. Based upon the inquiry info received visual and functional examination, the unit was found to require: unit calibrated, defective fastening material exchanged, defective rotational and translational cables replaced, and defective underhousing replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.